Event description:
The customer contacted philips to report that the alarm led failed in a v60 device. It is unknown if the device was in use on a patient at the time of the event. There was no patient or user harm reported.

Manufacturer narrative:
The customer confirmed that the alarm led failed was identified during testing. There was no patient involvement or harm. The malfunction does not have the potential to result in a death or serious injury. Therefore this complaint no longer meets reportability requirements.